Event description:
The reporter contacted lifescan on behalf of the patient alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter since the pt could not be reached. The pt obtained a 130 mg/ld on the reported meter. While experiencing symptoms of low blood glucose levels. They were described as feeling disoriented, clampy, and not making sense. No actions were taken following the use of the meter that would affect their blood glucose levels. The paramedics were contacted. Upon their arrival, a result of 37 mg/dl was obtained on their meter. The result obtained on the reported meter and the paramedics meter were 11 to 20 minutes apart. Within a 20-minute time difference the pt's blood glucose level could have dropped by 60 mg/dl (~3 mg/dl/minute). Therefore, if the pt's blood glucose level was 130 mg/dl, it would have dropped to 70 mg/dl when the paramedics arrived. The pt was transported to the hosp; however, the reporter was unable to provide any other info relating to the incident. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. The pt tested during severe hypoglycemic symptoms. It is unknown if they had tested or had intervetnion prior to the onset of their symptoms. The customer care representative was unable to walk the reporter through quality control testing. Although co doesn't have a proof of meter malfunction as co doesn't have results of control solution testing, this case is reported as a malfunction, since the blood result obtained on the meter did not correlate to the severe hypoglycemic symptoms. The meter, test strips, and control solution were replaced.